Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected to deliver inappropriate anti-tachycardia pacing (atp) and electric shocks during atrial fibrillation (af) episodes. Additionally, undersensing and low amplitude on the atrial channel was observed. The patient was hospitalized for further evaluation by the electrophysiologist. Reprogramming options were discussed by boston scientific technical services (ts). No additional adverse patient effects were reported. At this time, this device system remains in service.